Event description:
This is a spontaneous nurse report from (B)(4) of patient who made a mistake (touch contamination) and bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date in 2010, the patient made a mistake (touch contamination). On (B)(6) 2010, the patient was hospitalized for an unreported diagnosis. On (B)(6) 2010, while in the hospital, the patient was diagnosed with peritonitis. Treatment information was not provided for the events. Dianeal therapy was ongoing at the time of the events. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was not reported whether the event of patient made mistake / touch contamination resolved. Per the nurse, the event of bacterial peritonitis with (B)(6) were not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake / touch contamination with regards to dianeal pd4 ambuflex therapy.

Event description:
During a scheduled maintenance inspection, physio control found that the device would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.